Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide.book page 30 tuesday, august 30, 2022 9:22 am chapter 2 ¿ important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using u500 insulin, reusing insulin, not removing cartridge air, and wearing the pump supplies for longer than 3 days. Tandem clinical support informed customer that using u500 insulin, reusing insulin, not removing cartridge air, and wearing the pump supplies for longer than 3 days, is off label per the user guide. There was no reported adverse impact to the customer¿s blood glucose level.